Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his son (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump was returned to animas and evaluated. The pump was returned with the keypad fully intact and with no peeling or damage. All keys did not have good springback and were sticking. The keys also required excessive force to activate. The keypad was removed and no inverted contacts were observed. There was visible adhesive under the key contacts. The pump was returned with the serial number on the back of the pump worn off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.